Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump received with minor scratched display window and cracked reservoir tube lip. The insulin pump received without original battery cap. The test battery cap fit properly with battery tube threads. No damage on battery compartment noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having trouble with the battery cap. It was a little crusty. They reported that they saw some battery residue on the battery cap. The customer also reported that when they placed the battery back in the insulin pump it did not turn on. Troubleshooting was performed and it was noted that the battery compartment was corroded. The spring was neither damaged nor corroded. Additionally, the customer reported that they had a high blood glucose level of 510 mg/dl in the morning. The customer declined troubleshooting for the high blood glucose. The customer did not mention how they treated the high blood glucose. The customer was advised that the device would be replaced and agreed to return the product for analysis.